Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The date of the event was estimated as it was not disclosed at this time.

Event description:
It was reported that a patient had acute kidney injury post pfa procedure. A farawave catheter was selected for use during a pulsed field ablation (pfa). A patient was which was noted to be 'very obese', experienced a kidney injury post procedure. The patient were persistent atrial fibrillation and had high delivery counts. The physician is going to review the chart to see if the patient was diabetic. The patient was also hf with decreased ef, and required three (3) days of dialysis but they have since recovered. The physician has commonly a high number of deliveries (commonly exceeding 130 and has exceeded 200). Extra fluid is usually given during the case. The only change is that he changed from 150ml per hour infusion through faradrive to a transducer. In the physician's opinion, this potential change leading to the issue was less fluid post. No further information was provided. The device is not expected to return. It was further reported that the patient was hospitalized and now has fully recovered.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The date of the event was estimated as it was not disclosed at this time.

Event description:
It was reported that a patient had acute kidney injury post pfa procedure. A farawave catheter was selected for use during a pulsed field ablation (pfa). A patient was which was noted to be 'very obese', experienced a kidney injury post procedure. The patient were persistent atrial fibrillation and had high delivery counts. The physician is going to review the chart to see if the patient was diabetic. The patient was also hf with decreased ef, and required three (3) days of dialysis but they have since recovered. The physician has commonly a high number of deliveries (commonly exceeding 130 and has exceeded 200). Extra fluid is usually given during the case. The only change is that he changed from 150ml per hour infusion through faradrive to a transducer. In the physician's opinion, this potential change leading to the issue was less fluid post. No further information was provided. The device is not expected to return. It was further reported that the patient was hospitalized and now has fully recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The date of the event was estimated as it was not disclosed at this time.

Event description:
It was reported that a patient had acute kidney injury post pfa procedure. A farawave catheter was selected for use during a pulsed field ablation (pfa). A patient was which was noted to be 'very obese', experienced a kidney injury post procedure. The patient were persistent atrial fibrillation and had high delivery counts. The physician is going to review the chart to see if the patient was diabetic. The patient was also hf with decreased ef, and required three (3) days of dialysis but they have since recovered. The physician has commonly a high number of deliveries (commonly exceeding 130 and has exceeded 200). Extra fluid is usually given during the case. The only change is that he changed from 150ml per hour infusion through faradrive to a transducer. In the physician's opinion, this potential change leading to the issue was less fluid post. No further information was provided. The device is not expected to return.